Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2012 with a bifurcated and a suprarenal aortic extension. Upon follow up, computed tomography angiography revealed an endoleak, possible type 1b or 3. Patient had emergent angiogram and repair procedure. The angiogram showed possible type 3b endoleak. The physician implanted a bifurcated stent and right limb extension. A final angiogram showed the leak had been sealed. Patient was stable.